Event description:
Per the clinic, the device had migrated. Revision surgery to reposition the device occurred on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.